Event description:
Lead integrity alert, atrial and ventricular lead noise/over sensing; 7 shocks delivered. Rn stated magnet came off during surgical procedure (B)(6) 2023. Rep notified. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5120748.